Event description:
The surgeon reported that the knife was dull and he pushed harder, the knife inadvertently punctured the lens. Vitreous entered the anterior chamber, as a result the surgeon decided to abort the procedure. Add'l follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to FDA on: 10/21/2009.